Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the distal tip of stepped ream f/tfna helical blade+scr f/ was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as it is understood there is no allegation associated with this product malfunction. However the the stepped ream f/tfna helical blade+scr f/ was found broken. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history product code: : 03.037.022. Lot number : f-34431. Release to warehouse date : 29.mar.2022. Expiration date : na. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in columbia as follows: it was reported that on december 20 2023, during the procedure the short 4.2 bit broke at the time of performing the channel for distal blockages, leaving part of it in the patient and delaying the surgery 30 min until the moment of extraction. This report is for one (1) 6mm/9mm cannulated stepped drill bit for complaint (B)(4).